Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if there is additional reportable information or upon the completion of the investigation.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom skyra fit biomatrix system. It was stated that a patient sustained a 2nd degree burn on their right arm. The burn was treated in hospital emergency room, but no details about the treatment were provided. Siemens healthineers has received the information that the customer does not have any additional details regarding the patient's injury as the patient was treated at a different (better equipped) hospital. Siemens healthineers cannot exclude that a serious injury occurred.

Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported event. No dicom images could be provided for investigation. The rfswdhistorylist logfile of the examination was retrieved our internal system based on the given examination date, approximate time and the fact that it was a ¿large¿ patient. However, as no exact details on the patient and examination were available, this might not be the correct logfile for the affected patient. The resulting sar values were below the limit of 2 w/kg in normal operating mode during the whole examination. This was an extremely long examination with overall very high rf exposure. The complete examination of the patient¿s pelvis lasted 107.0 min with an active scanning time of 81.2 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 99.4 % of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 125.9 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). Qa checks were performed and showed no signal of a technical malfunction of the system or any of the used rf coils. In summary no hardware or software problem was found which would explain the patient's burn. Due to a lack of information, the root cause of this incident could not be clearly identified. A potential root cause is contact with the bore wall leading to locally increased heating. In case the correct rfswd logfile was retrieved, the patient had a bmi of 50 (weight = 178 kg, height = 1.88 m). For such a large patient, contact with the bore wall is very likely. It was stated that padding was used to separate the patient¿s arm from the magnet bore. However, it is possible that the patient moved during the examination, causing the padding to shift. The complaint was closed.